Event description:
The user facility reported that the floor locks of the 3085sp table were engaged, but after the patient was placed on the table, the hand control light indicating the floor locks are engaged turned off. The table hand control would not respond, so the user facility personnel used the table override switches and the procedure was completed successfully. No injuries, delays or cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the table and found a broken connection on the floor lock switch which caused the hand control to indicate that the floor locks were not engaged when in fact the floor locks were in the locked position. A safety design feature of the table is that if the hand control detects the table floor locks are not engaged, the user is prevented from articulating the table using the hand control. Thus the hand control would not respond when it sensed that the floor locks were not engaged even though the table was properly locked and fully operational through the override switches. The technician repaired the broken connection, tested the table and returned the table to service; no further issues have been reported. The table subject of this event is under steris service contract and preventive maintenance was last completed on (B)(4) 2012 when no issues were noted. The account manager will recommend that the user facility replace the table due to its age of 15 years.